Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined.

Event description:
The pantera leo balloon catheter was chosen for treatment of a severely calcified lesion (90 percent stenosis degree) in a mildly tortuous lcx. The balloon was used for pre-dilatation and ruptured at 10 atm.